Event description:
On (B)(6) 2023, it was reported by a sales representative via (B)(4) that an ar-8400td torpedo broke into two pieces. This occurred during a case where one of the pieces broke off into the knee while the other remained stuck inside the device. The broken piece was retrieved from the knee, and x-rays confirmed everything was removed. Another device was used to complete the case, and there was no harm to the patient. Additional information provided on 10/17/2023: the procedure performed was a knee scope/meniscus repair on 10/13/23. The device broke when it was inserted in the knee and turned on. It broke after about 5-8 seconds of being on, and it was not torqued awkwardly or hit on anything hard. The case was completed by using a new ar-8400td and the surgeon had no issues with that item. Images attached.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-8400td / serial (B)(6) was received for investigation. Visual evaluation noted that the inner tip was broken. The outer window has nicks around the edges. The inner tube has significant oxidation around it. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to excessive user-applied mechanical forces.